Event description:
As reported, when the user of a mynxgrip vascular closure device (vcd) pulled the shuttle down to the chamber, heard the click, and then pulled the chamber upwards, the white sleeve did not release. Only the black wire was visible, and the peg adhesive was not applied. As a result, the user removed the closure system and began manual compression. The user has 12 years experience with the mynx grip device. The introducer sheath was non-cordis, the vessel involved was arterial, the product was used in the femoral artery, and there was no significant resistance when pushing down. The device was discarded and is not available to return for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when the user of a mynxgrip vascular closure device (vcd) pulled the shuttle down to the chamber, heard the click, and then pulled the chamber upwards, the white sleeve did not release. Only the black wire was visible, and the polyethylene glycol (peg) adhesive was not applied. As a result, the user removed the closure system and began manual compression. The user has 12 years¿ experience with the mynxgrip device. The introducer sheath was non-cordis, the vessel involved was arterial, the product was used in the femoral artery, and there was no significant resistance when pushing down. The device was not returned for analysis as it was discarded. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be observed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication to suggest that the reported failure could be related to design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.